Event description:
It was reported that the patient was experiencing severe sharp pains when stimulation was turned on and was also experiencing shocking sensations. It was also reported that the patients ipg was non functional and the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.